Event description:
It was reported that one day post-implant, the right atrial (ra) lead exhibited high thresholds in unipolar and bipolar configurations. High impedance and intermittent capture were also noted. A chest x-ray was performed and the lead was implanted in the antero-lateral area of the right atrium, in or near the atrial appendage. Uncertainty regarding whether the pin is fully inserted into the header was noted, and it was suggested that the helix may not be fully seated in the tissue. Additionally, there is suspicion of a micro-dislodgement or insufficient electrode contact at the tissue interface. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.